Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 3.00 x 12 mm stent delivery catheter was returned for analysis without a stent. There was no stent on the balloon. The balloon was reviewed and no damage was noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on the balloon indicating correct positioning and crimping of the stent prior the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found damage to the tip; the distal edge was rough. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-mar-2018. It was reported that crossing difficulties were encountered. The patient presented with a diagnosis of coronary artery disease in the right coronary artery, anterior descending artery, ramus intermedius, and circumflex artery. The patient was taken to a hemodynamics room for surgery of the anterior descending coronary artery with implantation of a medicated stent; ramus intermedius with implantation of a medicated stent; and proceeded to perform angioplasty in the 70% stenosed target lesion located in the severely tortuous, mixed lesion of mild fibrotic and calcific tissue in the circumflex artery. Following angioplasty with a balloon, a 3.00 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another synergy stent. No patient complications were reported and the patient was stable with excellent angiographic results. However, returned device analysis revealed the stent was not present on the balloon and further follow-up stated the stent location is unknown.